Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth sites #32 and #42 were removed due to infection. Four implants were placed to support an overdenture. Three months later, the patient presented with infection and pain. Despite antibiotic therapy, the response was poor, and both implants had to be removed. Two implants remained implanted after follow-up.